Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient had a possible infection. The patient was admitted to the emergency room and was tested positive for infection. The trial was removed prematurely. The physician stated the blood cultures may be a false positive. Due to this, the patient was monitored. The issue has since been resolved.